Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to diabetic ketoacidosis on unsure date. The customer¿s blood glucose level was unknown at time of incident. Customer stated he newly started on pump therapy and after training unable to reach patient that evening from training and the following days he did not respond to text or calls. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.